Event description:
Found brown marks (dirt?) On outside of sterile syringe while in packaging for bd 60ml luer lock syringe lot #5162782 exp 6-2020. Reporting here as well as left message with product complaint line at manufacturer. Reason for use: use to draw up sterile medications for IV preparation.